Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, the "balloon ruptured, gas noted in gas line of balloon during pumping immediately after insertion". As a result, the iab was removed and a 2nd iab from a different brand was inserted at a different insertion site. No patient harm or injury. The patient status is reported as "critical".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon rupture, blood noted in gasline of balloon during pumping immediately after insertion" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that during use on a patient, the "balloon ruptured, gas noted in gas line of balloon during pumping immediately after insertion". As a result, the iab was removed and a 2nd iab from a different brand was inserted at a different insertion site. No patient harm or injury. The patient status is reported as "critical".

Manufacturer narrative:
Qn#(B)(4). The sample returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Returned with the sample was supplied 40cc inflation driveline tubing; dried blood was noted within the returned inflation driveline tubing. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.1cm from the iabc distal tip and the wireround was noted unraveled. Dried blood was noted on the exterior surfaces of the bladder. Dried blood was noted within the iabc bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. Some blood as noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 9.0cm from the iabc luer due to the clotted/blocked iabc central lumen. Some blood as noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "blood noted in gas line of balloon during pumping" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken in the flex-tip assembly area near the iabc distal tip. The damaged central lumen allowed blood to enter the helium pathway. The iabc bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, the "balloon ruptured, gas noted in gas line of balloon during pumping immediately after insertion". As a result, the iab was removed and a 2nd iab from a different brand was inserted at a different insertion site. No patient harm or injury. The patient status is reported as "critical".